Event description:
The facility reported to customer service a pump that would not stay on. It is unknown when this even occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition could not be confirmed since the device was returned to the customer unrepaired per the customers request.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.